Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the audio bolus button was inoperable. This report is made based on results of investigation completed on 04/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the battery compartment was cracked. The audio bolus button was inoperable and was torn. Unrelated to these issues, the product label was illegible and was peeling off. (B)(6).